Manufacturer narrative:
The product has not been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic valve, after sutures were placed into the valve and annulus, as the valve was being seated, it was found that the valve was too large for the annulus. The valve was removed and a different valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.